Event description:
It was reported that the patient received the implant on (B)(6) 2011. The patient experiencing pain, potential infection. On (B)(6) 2013, a revision was performed and an infection was confirmed and antibiotic spacer introduced. Upon removal of the tm glenoid it was observed that the superior post of the implant had fractured off.

Manufacturer narrative:
Investigation in process.